Event description:
A customer stated that when they used excel off brand reagent they received extremely erratic results. Examples are: "lo" (less than 20 mg/dl) and then a 130mg/dl. The customer did two more blood tests in succession with results of 181 and 535mg/dl. These results were taken with separate fingersticks and within mins of each other. The difference between a 181 and 535mg/dl could be clinically significant. While on the phone to review the systems conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent.